Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the batteries low replace the controller batterie soon this batterie was replaced about 3 months ago by my hospital rep. They stated that they now got this message the battery was a used once according to him and the patient stated that they need to know how to get new batteries. Patient's wife called from number registered to pt repeating the pt was getting batteries low, replace controller batteries soon every time they tried to recharge the implant. Caller thought they needed a new battery pack. Caller said the issue had been going on for a few months and maybe 2 months ago rep  sent the pt a battery pack they had to get the pt through a weekend as the controller had died. Caller also said over the past month they'd noticed it would take forever to find the device when trying to start charging. Pss reviewed screen info. Caller did not have equipment with them on the call and would call back later for troubleshooting. Additional information was received from the pt rep. They called back stating they called pss yesterday but did not have the recharger (rtm). The pt rep stated already documented event that they were getting replace controller battery soon over the last couple weeks. They noted that at one point a couple weeks ago the controller would not turn on, so they reset controller and the manufacturer representative (rep) gave them another battery to borrow. Pt rep noted it took a lot longer to find the device for it took forever to charge. Pt rep noted that at the end of an ins charge it will keep beeping having a hard time connecting, the pt could be having perfect connection saying excellent then it would lose the device not finding it for it was intermittent. Also, when charging the ins, it would be at 50% or 60% and it would say ¿finished¿. Pt rpe noted the charging issues started 6 months after it was installed, and it got worse. They had issues finding the device, so they met with rep (they did not know notify date) and they did tweaks to the rtm. But it got bad during the winter, taking a while to find the device. During call pt rep verified no damage to the rtm or to the controller charging port. A replacement rtm was requested via the exchange program.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# unknown implanted: explanted: product type accessory product ID 97745bp lot# serial# unknown implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.